Event description:
Staff about to lift resident using maxi lift, cracking sound was heard. Aide moved resident away from lift and then left to get a different lift. Lift mechanism detached from base of machine & fell to floor. Resident away from machine and was not injured. No one was injured. Aide prevented any injury by being safety conscious.